Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during vitrectomy surgery ophthalmic laser probe got stuck in trocar cannula and could not be detached. The surgery was completed on same day by replacing product with another and there was no patient health impact.